Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the lot number: n/a multiple boxes have been used during this time. What is the total number of products involved in this event? Multiple. Actual number unknown. Did the event occur during one or multiple patient procedures? Multiple have any of these events been previously reported to ethicon? No. The following information was requested, but unavailable: what is the total number of procedures? Unknown the single complaint was reported with multiple events. There are no additional details regarding the additional events. Event related to mw # 2210968-2023-05499. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. The needles are popping off too easily where it causes them to take suture out and re do them. No adverse patient consequences were reported. Additional information was requested